Event description:
It was initially reported the patient¿s therapy did not work the night prior to report and they were up quite a bit the night prior. It was noted that the patient was up more than before getting of their implantable neurostimulator (ins). The patient increased their stimulation to 1.3 volts but it did not help with symptoms. It was stated prior to getting the implant the patient was getting up every hour and a half and going to the bathroom and not sleeping and they thought after getting the implant it was going to be better but they did not sleep well the night before report. It was noted the patient¿s trial was on the left side and they got a better result than the implant which was on the right side. It was stated the patient never had therapeutic effect. Additional information received reported that the patient never had therapeutic effect and had not ¿gotten the desired results¿ since the ins was implanted. The patient stated that they were doing better during the day but wanted the ins to help at night. It was noted that the patient was getting up every 1.5 to 2 hours at night which was the same as before implant. It was also noted that the patient went to bed last night at 9:15 pm and got up at 12, 2, 4, 5:15, 6:50, and 9:15 am. On (B)(6)the patient increased the stimulation on program 3 but felt it was too strong. The patient had been on program 2 (1.2 volts) since (B)(6) and started ¿a little bit ago¿. The patient ¿boosted¿ the stimulation to 1.5 volts and did not feel the stimulation. The stimulation was increased to 1.8 volts. In addition, it was reported that they had started their trial on the right side then moved it to the left side. The patient stated that the left side seemed to work better but that the implant was on the right side. The trial worked well for the patient but seemed better on the left side. The patient also stated that when increasing the stimulation, it automatically changes the program. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0brx7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient still could not find a good frequency and they were getting up 3-4 times nightly. Reportedly, the patient had an appointment scheduled for (B)(6) 2014.